Event description:
A patient reported experiencing hypoglycemia while using a one touch meter. On event date, patient's blood glucose was 431mg/dl on ot meter at 06:00am, yet patient was feeling "low" and did not take insulin. At about 07:00am, patient passed out and was discovered by family member at 6:30pm. Family member gave pt a glucagon injection after which pt started coming around. Paramedics were not called. No further information was provided.